Manufacturer narrative:
(B)(6). Patient age or date of birth and weight not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part # 07.704.010s, synthes lot # dsd6465. Release to warehouse date: nov 09, 2016. Expiration date: aug 28, 2017. Manufactured by: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that norian drillable malfunctioned during a tibial plateau repair procedure on (B)(6) 2017. The expiration date on the norian was noted as august 28, 2017. When the sodium hyaluronate solution was injected and after seventy revolutions, the volume of norian was less than expected when it was injected into the syringe. The indicator on the box was not black. There was back-up norian available. There was no reported surgical delay. The procedure was completed successfully with the patient in stable condition. This report is for one (1) norian drillable inject 10cc. (B)(4).

Manufacturer narrative:
Device history record (DHR): supplier: dsm biomedical device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation was completed. Received device was still in pouch and appeared solid and uniform throughout inner pouch. There did not appear to be dry clumps of powder which may indicate good mixing. A root cause could not be confirmed, however there are several potential root causes for this failure mode: rotary mixer components may be worn, solution injection not fully dispersed, and time between solution fill and mixing was exceeded. A review of the device history file was completed and the product was made to specification and met the acceptance criteria for commercial release. This complaint is confirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.